Event description:
Information was received from a service <(>&<)> repair via a medtronic representative regarding endoscope used in the unknown spinal therapy. It was reported that lens of the instrument was not clear and image was abnormal. There was no patient involved in this event. There were no further complications that were reported.

Manufacturer narrative:
G2: country of origin - japan h3: product analysis #(B)(4) : product:9560100,lot no:1844662r analysis confirmed that the inner lens was cracked and that the image was cloudy upon inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.